Manufacturer narrative:
Device evaluation: one new device from the same lot as the product involved in the reported event. Visual inspection found that there was no damage or anomalies. Functional testing performed and found no difficulties with the filling or priming of the device. Along with no alarms present. The customer reported complaint could not be confirmed without the return of the used device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it took 20 minutes to prime one 250cc cassette due to occlusion issues. Per reporter, there was no air in the bag, and no closed system transfer device attached. Per reporter, the cassette was removed and reattached several times. Reporter noted that the 100 ml cassette green levers of the flow stop seem to protrude higher above the edge of cassette than on the 250 ml version and, because of that, reporter speculates the pump mechanism depresses the flow stop further and opens the flow further. There was no patient involvement, and no patient harm/adverse event reported.